Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead exhibit noise which resulted in inappropriate auto mode switches.

Event description:
It was reported that the patient received a vibratory notification for low atrial lead impedance shortly after lifting boxes. The patient was asymptomatic. The patient would be brought into clinic for further evaluation.